Event description:
Reportable based on device analysis completed on 09jan2026. It was reported that the guidewire could not go through the balloon. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the guidewire could not go through the balloon because it was collapsed. The procedure was completed with alternative device. There were no patient complications. However, device analysis revealed that the outer lumen at 6.2cm from the tip was perforated.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection identified no kinks or damages noted on the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The inner lumen was stretched and detached, 5.4cm from the tip of the device with further stretched noted 9.5cm from the tip. The outer lumen was also perforated, 6.2cm from the tip. A microscopic examination of the proximal and distal markerbands identified no damage. During wire insertion test, device could not be loaded on a 0.014 guidewire due to the damage on the inner wire lumen. No other issues were identified during the product analysis.